Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis was completed, finding no anomalies. (B)(4).

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer, patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The consumer via the manufacturer's representative (rep) reported the stimulation was too high when she changed groups while lying down a few days post-operation and she "had a seizure", she was shaking so bad. They tried to stop the stimulation by taking the batteries out of the patient programmer. Finally, they were able to turn the stimulation off and called the paramedics to check vital signs. At that time, the patient was not transported to the hospital. The patient was instructed by the office to leave the stimulation off until the post-operation appointment on (B)(6) 2016 at which time they would turn the stimulation back on. The patient was evidently in the physician office some time the week prior to the report wanting the stimulation system removed. The rep was notified when they saw the patient on the original scheduled date of (B)(6) 2016. The patient was changing groups and experienced increased stimulation. The patient was unable to turn the system off from the post-operative directions. It was noted the patient did not bring the programmer to the explant, and the lead and battery would be sent back for analysis. Surgical intervention occurred. No troubleshooting or diagnostics were performed as this was to be done at the post-operative visit. At the time of the report, the issue was resolved. Relevant medical history included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.